Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop; blower stalled, no patient harm reported. Patient information requested.

Manufacturer narrative:
Resolution and disposition: the customer reported the software was reverted to the previous software revision 2.10 by the customer. There were no parts replaced.